Event description:
It was reported that there was an error e4 hardware failure displayed on the quantum controller when switched on. No patient was involved as the failure was found before the surgery. Results of investigation have concluded that this unit had an f4 failure which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.